Manufacturer narrative:
(B)(4). See ran (B)(4) for replacement and returned product investigation information. Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 66, 68 and 61mg/dl. The expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/20/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) 66mg/dl 11:24p (B)(6) fasting, 68mg/dl 11:50p (B)(6) fasting, 101mg/dl 11:31p (B)(6) fasting, 106mg/dl 11:48p (B)(6) fasting, 102mg/dl 11:26p (B)(6) fasting.